Manufacturer narrative:
The returned screw was examined visually under magnification. While the shaft of the screw appears normal, the head of the screw and non-locking region show considerable, unusual, wear. The flange of the screw head is completely inverted, as though the screw was forced through the plate hole. Cracking can be seen along the location of the batch number, and damage located on the underside of the flange appears to resemble internal locking threads of the plate. Examination of the pre and post failure x-rays cannot determine if damage occurred during implantation, failure or removal. Additional mdrs associated with this event: 3025141-2018-00163: plate, 3025141-2018-00177: screw 1, 3025141-2018-00178: screw 2, 3025141-2018-00179: screw 3, 3025141-2018-00180: screw 4, 3025141-2018-00181: screw 5, 3025141-2018-00182: screw 6, 3025141-2018-00184: screw 7.

Event description:
An aculoc 2 vdr plate was implanted on (B)(6) 2015. At some point postoperatively, the plate broke. Plate and screws have been explanted (in (B)(6) 2018 - exact date unknown).